Manufacturer narrative:
Additional information indicated that the event is now reportable for serious injury as there was intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jul-11. It was reported that she is going to this revision case and wants to know considerations on what to do. Technical services (ts) reviewed they can pull logs and do a cap (catheter access port) aspiration and dye study to check the catheter. Ts also reviewed the information in the previous call. The rep stated they will start there and call back if she needs further assistance. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 399.7 mcg/day. The reason for use was intractable spasticity. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The doctor refilled the patient's pump on (B)(6) 2019 and aspirated all 20cc (what was refilled at the previous refill appt)while the erv was about 3cc. The patient was seen today ((B)(6) 2019) and the caller accessed and reviewed the logs stating they were normal but potentially there is an issue. The caller thought this was the first time the healthcare professional (hcp) has seen this issue for the patient. The patient also complained of "more achiness and the spasms are stronger.¿ it was unknown when this issue started. It was also reported that the patient¿s caretakers are experiencing problems cleaning the patient and getting their legs apart because they are ¿more rigid,¿ so she does not develop an infection. This had been occurring for 6-8 weeks (prior to the call date of (B)(6) 2019). The caller was inquiring about next steps and they troubleshooted with the caller by reviewing pertinent information per the caller's inquires. The rep will confer with the hcp and patient. There were no further complications reported/anticipated.